Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient had an appointment with their manufacturer replacement due to being sick and unable to recharge the ins. When they attempted to recharger they were unable to communicate with the ins. The patient was in overdischarge and it was their 2nd one. The patient believed their first overdischarge was in 2016 or 2017. The patient last had stimulation a few months ago. The patient had been ill with covid and was unable to see their managing healthcare provider. The patient was assisted with physician mode recharge steps. The caller was instructed to perform again if no communication is establish, then recharge to 25% full and then clear por. Additional information was received. It was reported the overdischarge was resolved, however the battery was at eos. The replacement was being scheduled.